Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 08 nov2 016 to assess the testing instrument in question, and determined that the washer residual volume was found to be 0.02g. The fse subsequently adjusted that value to 0.10g.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.